Event description:
Medwatch report #1821196486-2013-0006 states: patient underwent a revision of the right total hip arthroplasty acetabular component as well as removal of hardware of the right acetabular component and femoral head from the femoral component. Post operative diagnosis: mechanical complication of orthopedic device, right hip aseptic loosening right acetabular component other relevant history: this patient was status post bilateral total hip arthroplasties with the depuy asr total implant, who initially did quite well. However, presented in august with elevated metallic iron blood work, and progressive stiffening and pain of the hip joint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.